Manufacturer narrative:
At this time, this ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks until therapy was exhausted when the patient was experiencing atrial fibrillation. No other adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. The ts representative discussed different programming options to help alleviate further tachycardia therapy delivery during atrial arrhythmias in the future.